Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The noise could be reproduced with isometrics. Patient complained of an unspecified feeling during isometrics. During pocket revision, insulation anomaly was noted on the lead. The lead was explanted. The patient's condition was good post procedure.